Event description:
It was reported that during a low anterior resection, the surgeon went to fire the device and found resistance. The resident came around and fired, heard a crack. When instrument was removed and surgeon checked anastomosis, the anastomosis opened. Staples never closed. No pt consequences. Extended or time.